Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer dropped the pump while playing and the pump touch screen became shattered and unresponsive. Customer's blood glucose was 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.